Manufacturer narrative:
Pump received with a partially broken retainer, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to a partially broken retainer. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Customer's mother reported via phone call cosmetic damage. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found pieces off the reservoir compartment from ear and tear. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. Customer's blood glucose had been running high two to three days ago in the range 200 to 300 mg/dl. Customer's blood glucose when she woke up was 160 mg/dl and currently 280 mg/dl. Customer was treated with insulin pump. Customer decline further trouble shooting. The insulin pump was returned for analysis.